Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal surgery') and complication associated with device ('pet fiber issues / released in my body and blood system / fragment passed vaginally / as well as fibers') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). The reporter considered complication associated with device and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal; complication associated with device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal surgery') and complication associated with device ('pet fiber issues / released in my body and blood system / fragment passed vaginally / as well as fibers') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). The reporter considered complication associated with device and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ ones were received via social media: medical device removal; complication associated with device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.